Event description:
A strip was removed from the vial and it was noted that confirmation dot was pale blue prior to use. The blue color is not uniform. Appears to be slightly darker at the perimeter and at the side of pad where blood is applied. Also it appears to have a blue hue. A total 14 strips in vial were affected. The remaining 13 strips had unchanged, off white confirmation dots.